Event description:
It was reported that the implantable loop recorder had a false positive for asystole. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3093-25 interstim urinary mgu lead, (B)(6) 2012; 3058 interstim urinary mgu implantable pulse generator (ipg) 2012. (B)(4).